Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported that the insulin pump had a crack on the reservoir compartment. The customer reported that the gasket was broken off. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the device was unable to prime during prime test due to faulty force sensor resistor. Excessive no delivery test and occlusion test were not performed due to prime anomaly. The device was received with broken reservoir tube lip, missing o ring in the reservoir compartment, minor scratches on lcd window, and cracked battery tube threads.